Event description:
It was reported that the patient plugged the merlin @ home transmitter into a power strip and which resulting in sparking. Subsequently the transmitter failed to power-up. The transmitter was replaced. There were no patient consequences.

Manufacturer narrative:
Additional information: h6 - update h6 codes for type of investigation, investigation findings, and investigation findings

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.